Event description:
A surgeon reports a patient with bilateral intraocular lens implants is complaining of tunnel vision. Symptoms were first reported in 2005 and persist to date. A visual field test was done and the surgeon reports results are normal. The surgeon feels that intraocular lenses may be contributing to the reported symptoms. The patient's visual acuity is good and no intervention is planned at this time. Od -- MDR 1119421-2006-00295. Os -- MDR 1119421-2006-00296.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number.